Manufacturer narrative:
Analysis found the analyzer did not communicate with the programmer and failed incoming functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.